Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify what it was meant by "contaminated prineo glue"? Hospital reported that it came contaminated/opened. Was the prineo found to be contaminated when it was opened? Yes. Was foreign matter observed within the device? No. Please describe the sterile packaging: I did not have access. Were there any issues with the seal of the sterile packaging? I did not have access. Are there any tears/holes in the sterile packaging? I did not have access. Were there any patient consequences? No. A manufacturing record evaluation was performed for the finished device batch: sgbbkd and clr60216; no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that on (B)(6) 2022 it was found that the topical skin adhesive was reported to be contaminated, because the package was open. No adverse patient consequences were reported. Additional information was requested.